Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a patient discovered a fluid leak after ending their pd treatment. Fluid spilled from the cassette door of the cycler once the compartment was opened. The patient had already disconnected from the cycler when the fluid leak was discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn also stated that the patient found blood and clots inside of their catheter. The patient had recently undergone a surgery which was unrelated to pd therapy where air was instilled in the patient as part of a laparoscopic procedure. The pdrn stated that the clots formed as a result of the air within the patient. The pdrn also clarified that the patient did not experience a serious injury or adverse event as a result of this issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.